Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4).

Event description:
The surgeon implanted the aq5010v three piece silicone lens as a piggyback and as the lens was going into the eye, he did not like the way it looked coming out of the injector. The lens was partially inserted and removed. The surgeon attempted to implant the lens again and the injector overrode and tore the lens. The lens was cut out of the eye and discarded. Another aq5010v lens was implanted. The reporter stated the incident was the result of a surgeon's error.